Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to the atrial fibrillation (af). The shock delivery zone on the ICD was raised and the patient's medications were adjusted. The ICD remains in use. No further patient complications have been reported as a result of this event.